Manufacturer narrative:
(Inflated above rbp). Physician preference testing. The customer reported the device was discarded. Without the device to examine, the conclusive root cause could not be determined. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during a procedure in an arteriovenous fistula, the foxcross balloon was purposely inflated above the rated burst pressure (rbp) to see at what point the balloon would rupture in relation to other non-abbott balloons. The balloon ruptured at 22 atms. The entire balloon was successfully removed from the pt's anatomy and successfully dilatation was achieved. There were no adverse pt effects.